Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. The pump had missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm and high blood glucose. The blood glucose at the time of the incident was 281 mg/dl. The customer treated for the high blood glucose with a bolus. The button error did not occur after moisture exposure, but are unsure if the buttons were held down for more than 3 minutes. The device will be returned for analysis.